Event description:
It was reported via repair work order that the brakes could not be engaged because the footend brake crank assembly was damaged, which resulted in both brake pedals becoming jammed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.